Event description:
This ra lead wc:1s implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 8/10/2017 stating that the ra lead dislodged. The following physician was dr. (B)(6) at (B)(6) clinics in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).